Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio meter was prompting an unknown error message. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the patient claimed that they had to use 4-5 test strips to get the subject meter to work.the alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an unknown error message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4), there were not more test strips that existed in the vial as previously stated.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint were evaluated and er4 was observed with control solution testing and more test strips also existed in the vial than the 25 test strips expected. The meter was evaluated with control solution and no error message was observed, the meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3 (submission 12/04/2012)-correction: investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.